Event description:
It was reported that a user of the ilet experienced elevated blood glucose after breakfast, rising to 275 mg/dl, decreasing to 190 mg/dl, then increasing to 202 mg/dl, without device alerts for insulin delivery issues; the user wears insets, and customer support advised a potential site change due to a possibly bent cannula, with the user electing to monitor before changing the site. Symptoms included hyperglycemia. Outcomes included troubleshooting and education provided by support. Investigation included remote troubleshooting, review of device status as reported by the user, and counseling on infusion site integrity and replacement. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a suspected infusion site or cannula issue not confirmed, and no device alarms indicating a delivery malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.